Event description:
This patient in the gissoc ii registry underwent re-percutaneous transluminal coronary angiography (ptca) 8-month post implant of one sonic bare metal stent (bms). The proximal right coronary artery (rca) was the target lesion and was described as: abrupt not calcified and without thrombus. There was a timi 0 flow and duration can be estimated <180 days as contralateral collaterals were present. The sonic stent (3 x 33mm) bare metal stent (bms) was implanted and patient was discharged asymptomatic. Medication at baseline: asa, clopidogrel and statins. During the 8-month follow up angiography was performed and showed 75% restenosis of the target lesion. A re-ptca was performed and lesion treated with a drug eluting stent (des). The event relationship was highly probable related to both the device and the procedure. The event was resolved the following day of the intervention. No other details were provided.

Manufacturer narrative:
This product is distributed outside of the united states. However it is similar to us distributed coronary stent delivery systems. This product remains implanted in the patient and will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.